Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2009. Revision procedure was performed on (B)(6) 2013 due to elevated metal ion levels and pain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 3002806535-2013-00258/00260).

Manufacturer narrative:
Additional information was received on (B)(6) 2013 regarding the item lot number. All information based on lot number including manufacture date and expiration date, were included with this follow-up report.

Manufacturer narrative:
The reason for revision was stated as being due to elevated metal ion levels and pain. The exact cause for this is difficult to determine with the evidence provided, but the visual examination highlights that there were multiple indications of adverse wear on the components. The presence of bony ingrowth on the returned acetabular shell indicates good fixation of the part in the patient. The observed wear patch on the bearing surface of the head is considered a feature resulting from normal articulation; however the two wear stripes within the wear patch suggest that some joint laxity may have been present, or that the joint had experienced a degree of subluxation during its implantation lifetime. There is evidence of third body wear and possible metal transfer, the source of which could not be determined with the information provided, but could be a piece of bone, porous coating or bone cement for example. The hazy region on the bearing surface is probably residue from a tribo-layer or a proteinaceous film. The reported reason for failure of the returned components was for pain and elevated metal ions. Although the components showed evidence of adverse wear, with the evidence provided it was not possible to establish the root cause for their failure.